Event description:
It was reported that the patient faced an event where infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
E1: name: tandem,country: united states of america,street: 11045 roselle street,city: san diego,state: ca,zip code: 92121.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.